Event description:
While using tens unit, patient shifted in bed, causing one lead wire to pull out of electrode. Exposed metal conductor on lead wire contacted her skin, giving her a severe, painful shock.